Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred during the procedure. The patient came in for their 45 day follow up procedure. It was noted that the patient had a potential thrombus present. The patient was kept on their eliquis medication until a future transesophageal echocardiogram is performed.